Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft kink was confirmed. The reported failure to advance could not be confirmed due to the condition the device was returned for testing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.8x16mm graftmaster covered stent hypotube was observed to be bent once removed from the packaging. Another same size device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Additional information reported that the 2.8x16mm graftmaster was found to be bent when attempting to advance through the guiding catheter, which failed to cross. There was no adverse patient sequela. No additional information was provided.